Event description:
The customer reported that the device failed to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the symptom was verified. The issue was localized to a filed energy select switch. The energy select switch was replaced. The device remains at the customer site.